Manufacturer narrative:
Product complaint # (B)(4). Batch # n54e9l. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequence as a result of the procedure being prolonged for three hours? If yes, please describe. No. It was reported that there was bleeding greater than normal. How much blood was lost (ml)? The doctor does not have that information. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? He had more healing and longer recovery. What is the current status of the patient? The patient is ok. In his usual life.

Event description:
It was reported that the surgeon was performing a starr procedure (where two pph03 are used). He triggered the trigger, and removed the device, finding a bleeding greater than normal. He introduced a gauze and when removed it, it was with many staples open, without closing. He said that the staples of the half third of the anterior semi-circumference were completely open and detached from the tissues. Then, when he used the second pph03, the same happened, and the device teared the mucous layer in the posterior hemi circumference. As a solution, the surgeon used suture, electro coagulation and hemostasis. The surgery lasted three hours longer than expected, but the patient has no complications